Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Event description:
T was reported that the battery would occasionally shock the patient at the battery location. The battery was also at normal end of service (eos). As a result of this event, the battery was replaced on the day of the report. Impedance testing showed impedances were normal. The patient was receiving good therapy results. After the replacement the patient was doing well and there was no shocking.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3888-28, lot# l20761, implanted: 1991 (B)(6); product type lead. (B)(4).